Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false negative sars result for 1 symptomatic consumer. The customer communicated the result was confirmed positive by retesting with the sofia sars only rapid antigen assay the same day.